Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3003853072-2021-00094 through 3003853072-2021-00097.

Event description:
It was reported the threads of three blockers and one pedicle screw were damaged intra-op. They were removed and replaced with alternate closure tops and a screw to complete the procedure without patient impacts. This is report two of four for this event.

Manufacturer narrative:
Additional information in h4 and h6: component, investigation type, findings, and conclusions. Device evaluation the three returned blockers all have fractured threads and minor drive mechanism damage/deformation. Potential cause root cause was unable to be determined. This event could possibly be attributed to off-axis forces applied during installation. DHR review per DHR review, the part was likely conforming when it left zimmer biomet control. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported the threads of three blockers and one pedicle screw were damaged intra-op. They were removed and replaced with alternate closure tops and a screw to complete the procedure without patient impacts.this is report two of four for this event.